Event description:
Caller reported that the t:slim x2 pump battery would not charge, and there was a power source alert recorded in the pump history. Although the caller used the correct charging equipment and the pump began charging after being plugged in for 30 minutes, the charging connection was unstable due to visible damage to the usb port. It was noted that the pump did not shut down or become unresponsive. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support instructed the caller on proper usb insertions and decided to replace the pump. The caller was informed about the necessary steps for returning the old pump and setting up the new one, which would include updating software and connecting the cgm. The replacement pump was sent without requiring a delivery signature.